Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 70% stenosed lesion in the circumflex (cx) artery. Pre-dilatation was completed with a 2.0x12mm trek balloon dilatation catheter (bdc) and a non-abbott bdc, after which a 2.25x15mm xience skypoint drug eluting stent (des) failed to cross the lesion due to anatomical conditions. Imaging was performed and it was noted that a dissection occurred, caused by the 2.0x12mm trek balloon. An unspecified balloon was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. There was no additional information provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. There was no reported device malfunction, and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effect of dissection is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience skypoint stent system referenced is filed under a separate medwatch report number - 2024168-2023-00379.